Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The unit had a minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. She stated that she was unable to clear the alarm due to the keypad anomaly. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.